Manufacturer narrative:
Analysis of the replaced tube showed that the tube inserts were pulled out of the housing. In 2013 the tube bracket was redesigned. The tube at this site was manufactured in 2011 before this redesign. Application of a high fastening torque during installation of the tube may have also contributed to the failure. The tube was replaced and the system was returned to use in good working order.

Event description:
Philips was reported that during a procedure, a shadow of approximately 1 cm was noticed on the top part of the fluoroscopy image. There was no impact in the completion of the procedure. While philips serviced the system for this reported problem, the tube came off of its hinge and fell. No harm to the patient has been reported to philips.